Manufacturer narrative:
D10: 02-020-12-0325 - truliant ps por fem ps por right sz 2.5. 02-022-44-2511 - truliant tib imp psc insert sz 2.5, 11mm. 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced pain in the right knee. As a result, approximately 2 months after initial replacement, the patient was prescribed physical therapy. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided.